Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture. Surgical intervention was performed and the rv lead was repositioned and remains in service. The patient reported going into bradycardia but there were no additional adverse patient effects were reported.